Event description:
Procedure: lung resection. Reportedly, there was poor hemostasis when using the sulu. As a result, there was an unspecified amount of bleeding for which the surgeon had to oversew manually. There was no report of patient injury of adverse effects.